Event description:
It was reported that immediately after opening the package, the guidewire seemed to be distorted in multiple places. Only the guidewire of the event part was left, and the rear part of the guidewire which had no problem was cut. There was no reported patient involvement. 04/12/2022-the returned guidewire was slightly frayed and contained multiple bends and misaligned coils

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of distortion in the guidewire was confirmed but the exact cause is unknown. A distal segment of a coiled guidewire was returned for evaluation. The returned segment was approximately 15cm long and contained the distal j-tip. The guidewire was slightly frayed and contained multiple bends and misaligned coils. The proximal end of the guidewire appeared to have been trimmed, which is consistent with the information contained in the event description, where it was stated that the guidewire was intentionally cut prior to returning the sample. The damage to the wire was reportedly noted prior to use. However, usage residue was noted on the returned sample. The exact cause of the damage could not be determined. However, this type of damage is most often associated with damage to the guidewire caused by retraction of the guidewire against the bevel of the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The report of a damaged guidewire has been documented and will be monitored through complaint trending. A lot history review (lhr) of reex2157 showed no other similar product complaint(s) from this lot number.